Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed that one lens haptic was torn from the lens. Complaints of this nature are being investigated under (B)(4).

Event description:
Surgeon attempted to implant a aq2010v silicone lens. The lens haptic broke during insertion into the eye. The lens was not implanted but partially in the eye.